Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and no issues were found with the tube that may have contributed to the clotting. The sample identified in the photo provided by the customer was evaluated and presence of dried additive was observed in the tube. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd microtainer® tubes with k2e (k2edta) was clotting. This was discovered after use. The following information was provided by the initial reporter: the collection method was a finger prick and the sample was collected at the laboratory. Only one tube was collected in and the tube was immediately analyzed in customer's hematology analyzer. The analyzer reported platelet count as low (<50) which prompted the customer to check for clot in tube. Customer noticed clotting in the sample. Customer recollected sample for that patient again and repeated fbc and platelet was normal.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microtainer® tubes with k2e (k2edta) was clotting. This was discovered after use. The following information was provided by the initial reporter: the collection method was a finger prick and the sample was collected at the laboratory. Only one tube was collected in and the tube was immediately analyzed in customer's hematology analyzer. The analyzer reported platelet count as low (<50) which prompted the customer to check for clot in tube. Customer noticed clotting in the sample. Customer recollected sample for that patient again and repeated fbc and platelet was normal.